Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckling. The dso and uso seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso seal was detached. The event occurred during testing. There was no patient involvement.